Event description:
Spring guide epidural catheter was difficult to remove, upon removal the safety wire broke and the distal ball came loose. The distal ball is made of 302/304 surgical grade stainless and measures .037 inches in diameter. Dr was unaware of problem and released pt without further intervention.